Event description:
Ever since upgrading to g7, it will lose signal for sometimes hours at a time. It did not alert me in the middle of the night due to lost signal, when my blood sugar dropped to less than 40mg/dl. I can't take insulin based on a blood sugar that is not available due to lost signal. The customer service was of no help, they just told me to change sites for my sensor, which I did, with no difference made. Sometimes now, the sensor will fail, way before its date of replacement, causing me to go through sensors way too quickly and then insurance will not cover replacements.